Manufacturer narrative:
Evaluation method: the patient's lifevest has not been returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's husband reported that the patient had an irritation on her back that was causing her a lot of pain. The irritation was described as red and burning, with peeling skin and bleeding. The patient's physician advised the patient to try different creams. The patient's husband indicated that he tried the creams, but that the creams did not improve the irritation. Follow-up indicated that the patient had gone to the hospital for both some unrelated issues and the irritation, which had become an open wound. The patient was under the care of the wound care nurse who applied a dressing to the area, which was still healing.